Event description:
It was reported that a patient experienced an unspecified issue with the patient line of their cassette. It was unknown during which stage of peritoneal dialysis therapy the issue occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned, a device analysis could not be completed. A review of all batch record documents was performed for associated lot number h14h22076 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the reported event could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.